Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners and belt clip slot.

Event description:
It was reported that the numbers on the screen started scrolling when trying to deliver a bolus and then the insulin pump alarmed button error. Blood glucose value is 243 mg/dl. Nothing further reported.